Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported the patient was transferred after complaints of dark urine, pi 2's, and ldh 1200. On admission, black urine, pi's 2, power 9-10, ldh increased to 1800, inr 1.6. Patient was also beginning to experience vision changes and field cuts. He was brought to the operating room for a pump exchange. During the exchange, the surgeon discovered a completely thrombosed pump. There was also a dime size clot that had fallen off while dismantling the pump that was sent to microbiology.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.